Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anesthesiologist forwarded an email which states he believes this stylet part number 85864 is "too short and flimsy".

Manufacturer narrative:
Additional information: (UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this device in this report is product code: bsr, device class: 1 regulation number: 868.5790 (510k exempt). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anesthesiologist forwarded an email which states he believes this stylet part number 85864 is "too short and flimsy". It was reported that this product is "inferior" due to not providing enough support and the outer covering being too slick. There was no injury reported associated with this event.